Manufacturer narrative:
This investigation is still in process. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: 1221359-2021-00877; 1221359-2021-00891; 1221359-2021-00892.

Event description:
The customer reported 2 conflicting results using the ID now covid-19 assay on multiple dates. This is report 2 of 4. On (B)(6) 2021 conflicting results were reported using ID now covid-19 assay, on a direct nasopharyngeal maraclean swab when running the same sample receiver twice (off label use). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay in treatment due to the test results. Positive results are indicative of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Negative results should be treated as presumptive and if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should be considered in context of patients recent exposures, history and presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be considered reportable.